Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified holes in the pebax and exposed, broken wires. During the procedure, there was a problem with the force of the catheter and the pressure was not accurate. There was still pressure when the catheter was in suspension position after repeatedly zeroing the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech webster (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was bent and holes in the pebax were observed with exposed and broken wires. The device was connected to the carto 3 system and the generator, then a force test was performed and no force errors were observed. The force values and the vector were observed within specifications. However, the generator did not display the temperature and impedance. Due to this condition, the handle was dissected and the resistance of the thermocouples (tc) and electrical coils for the first electrode pads on the connector printed circuit board (pcb) were measured, and no values were displayed due to an open circuit on the tip area. The open circuit could be related to the damage on the tip as the thermocouple and electrical wire were observed broken. A manufacturing record evaluation was performed for the finished device 31431672l number, and no internal actions related to the reported complaint condition were identified. The hole in the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The impedance and temperature issue identified during the test is unrelated to the reported event by the customer. The open circuit could be related to the pebax damage observed during the test. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the damage on the pebax surface, the instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).